Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the second attempts to have the device and components returned for evaluation, the customer stated that the device was sent back in accordance with the instructions, but still device was not returned, the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings device likely reset,sound abatement foam degradation,contamination on outside of the top enclosure. The external investigation showed that there was an unknown yellowish contamination on the top enclosure. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there were signs of sound abatement foam degradation inside of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was observed in this device.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.